Event description:
It was reported that one of the patients leads was broken and the leads had migrated which was confirmed through imaging. The physician believed it was due to patient losing significant amount to weight.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).